Manufacturer narrative:
The lot number was provided; therefore, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation, and the company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implanted port allegedly experienced component missing, detachment of device or device component, rupture, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code for the MRI low-profile implantable port, groshong single-lumen, 7f products is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation as well as photos were provided and reviewed. The investigation is confirmed for material separation and fracture, however, the investigation is inconclusive for component missing. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implanted port allegedly experienced component missing, fracture and material separation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.